Manufacturer narrative:
The event was reported by the hospital to the national authority only. There was no information or involvement to of the manufacturer or its national representative. No further information such as e.g. A log file could be obtained and since there was no serial number information transmitted, age of the unit and the actual state of repairs and preventive maintenance is unknown because the hospital is doing that on own behalf and responsibility. Hence, a case-specific evaluation is not possible for the manufacturer. The case was closed due to insufficient information. Remark: there is no situation imaginable in which a shut-down will not be alarmed. Even a situation of complete power loss (e.g. Device runs on battery after loss of mains power until full depletion of battery) will trigger an acoustical alarm generated by the buzzer of the power supply which is buffered by an independent power source for at least 2 minutes. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient the ventilator stopped unexpectedly with black screen and did not gave alarm. The patient monitoring alarmed for low oxygen saturation and low heart rate. The patient was transferred to a spare device and his state of health recovered immediately - no injury or serious impairment of patient´s state of health was reported.